Event description:
The staff was responding to a cardiac arrest code on a 78 year old male patient. The staff attempted to shock the patient multiple times, but were unable to get the device to discharge. The staff was able to obtain another device when the alleged malfunction occurred. There was no adverse effect on the patient.